Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised to address alval and clunk.

Event description:
The pt has had an asr revision. Specific details regarding the report are unk.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint - asr xl acetabular system (left); asr xl acetabular system (right), bi-lateral revision, reason for revision: clunking. Reason for revision: alval/soft tissue reaction. Update: reason for revision and further products added as per (B)(6) spreadsheet dated 21 feb 2012. Update - bi-lateral patient with all prods on the same dint. Identified the products for the right side and re-created. Left products are on (B)(4) - yet to receive an update email for this side.